Manufacturer narrative:
This medwatch has been sent to record information sent in duplicate report 9617229-2023-03007 and we are consolidating it to this report. The events of "seroma-late", and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported left side "seroma" and "extensively thickened capsule with multiple siliconomas".

Event description:
Patient representative reported left side rupture, pain, lymphadenopathy, "implants clearly cranialized on both sides", "preaxillary reddening", and "lymph nodes with clear silicon deposits". The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, and rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported left side rupture, pain, lymphadenopathy, "implants clearly cranialized on both sides", "preaxillary reddening", and "lymph nodes with clear silicon deposits". MRI diagnosed device rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced with non-allergan device..

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ lymphadenopathy: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ malposition: unable to observe since it is a medical event and is not related to the device. ¿ erythema: unable to observe since it is a medical event and is not related to the device. ¿ silicone migration: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Additional, changed, and/or corrected data: h6.

Event description:
Patient representative reported left side rupture, pain, lymphadenopathy, "implants clearly cranialized on both sides", "preaxillary reddening", and "lymph nodes with clear silicon deposits". The device has been explanted.